Event description:
During repair, welch allyn service center in germany identified preamp reference fail event through the device's log. No pt involvement.

Manufacturer narrative:
Eval summary: the device is an automatic external defibrillator (AED) and the actual device was returned by the user facility. The device was in for service when welch allyn service center in germany identified through the device's log that a prior "preamp internal/external reference fail" error code had occurred. Evaluation by welch allyn service center in germany could not duplicate the failure identified in the log. The investigator performed extensive functional testing to try to duplicate the error as well as visual inspection of the device's circuit board. No failure or defects could be identified. The conclusion of the investigation is that the actual cause of the error code could not be duplicated or identified. The result code utilized (710 & 665), indicates that during device testing that no failure of the device was identified and that it performed to specifications. The device was fully inspected and passed all performance and release testing. The device was returned to the customer.